Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: gel mentor breast implant of unknown type. (B)(4).

Event description:
On (B)(6) 2018, gel mentor breast implants of unknown type were received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, it will be conservatively reported to FDA as an event requiring medical device removal from a patient. This medwatch is for the right breast implant.

Manufacturer narrative:
On 08/28/18, it was reported to mentor that the patient identifier is (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/20/18, it was reported to mentor that the sides for the implants are unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the gel contained in the device appears clear. Yellow material was observed within the device. No foreign material was observed on the shell surface. Product evaluation team discovered a rent measuring approximately 3.5 cm within an area of siltex cracking on the anterior aspect. No other anomalies were discovered. Complaint could not be confirmed since there is no event to compare with. At this point, is not possible to determine a root cause of such damage or the etiology of the yellow material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. (B)(4).